Event description:
This report is pursuant to (B)(4). The information contained in this report is corrected or additional information not provided in the user facility medwatch. This is report 2 of 3 for (B)(4).

Manufacturer narrative:
Device is used for treatment not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. No lot number provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.